Event description:
In 2007 a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The patient had lower extremity coldness. It was reported that the gore excluder aaa endoprosthesis was patent. However, blood clots had occluded the patient's abdominal aorta. Four months later after the gore excluder aaa endoprosthesis was explanted, the patient died from a massive embolic event.

Manufacturer narrative:
The device is currently being evaluated. A review of the mfg paperwork has been conducted. The review of mfg paperwork verified that this lot met all pre-release specifications.